Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer reported that the expiratory filter was broken. The customer reported that he replaced this filter and that this ventilator now passes the extended self test (est) and is operating normally.

Event description:
It was reported that while in use on a patient, the ventilator generated messages of "no air supply" and "compressor inoperative." The patient was removed from the ventilator and placed on an alternate ventilator without any reported patient harm, death, or serious injury.